Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - head. Reported event was confirmed as radiographs show that the comprehensive segmental revision system of the right shoulder in place with superior dislocation of the humeral head. There was no fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - head. The reported event remains confirmed per mmi review. Item and lot information on the head could not be verified from the returned product. The head shows signs of use with some scratches and staining on the od. The head was returned still attached to the stem and body. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was revised approximately 3 months ago.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, bearing, lot # unknown h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02330 h3 other text : unknown.

Event description:
It was reported that the surgeon believes the patient dislocated because of the small size of the patient. A smaller size custom implant is being made. However, no revision procedure has been reported to date. Attempts have been made and there is no further information at this time.